Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients failed to cross over to the station. The issue had been ongoing for approximately an hour and resulted in dispensing delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data shown normally in station. A technical support specialist (tss) dialed into the server and verified in patient encounter system (pes) that the patient was in an admitted state. Tss then connected to the station, logged in, and confirmed that the patient could be located from the station without issue. An email was sent to the customer requesting clarification from the user on the actual problem, and three follow ups were made with no response received. With no further information provided, the case was closed by tss. The system functioned as intended after the technical support specialist investigated the issue.